Event description:
Customer alleges the push buttons on the back don't pop out when the back is adjusted. Replacement warranty #(B)(4). No injury alleged.

Manufacturer narrative:
Invacare inside sales rep. Stated that the push buttons won't pop out when adjusting the back bar. This is an out of box failure. No injury. Back being replaced on warranty order #(B)(4).